Event description:
It was reported that about a month after implant, the patient came into the office for a device check and loss of capture and sensing was noted on the right atrial lead. The lead was repositioned. During the revision procedure upon reattaching the atrial lead, the atrial lead set screw was noted to be sideways and would not thread back into the header. A small part of the sealing grommet was removed, the lead was then attached to the device, and a small amount of silicone was placed over the set screw grommet. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.